Manufacturer narrative:
The insulin pump passed the displacement test, the rewind test, the basic occlusion test, the prime test, the excessive no delivery test, and the occlusion test. The unit had a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 550 mg/dl. The customer treated with a manual injection. The customer was able to reduce their blood glucose level to 136 mg/dl. The customer reported a headache as a symptom. The customer declined to receive tubing clamps to perform a test. The customer was informed to return the device for analysis and was sent a replacement device.